Manufacturer narrative:
Allegation related to an unsuccessful implantation issue was reported. The ipp cylinders were visually and functionally tested. Both cylinders performed within specification. Product analysis was unable to confirm the reported event.

Event description:
It was reported that during the revision procedure the physician tried to implant proximal insertion but was unsuccessful due to patient condition, but details regarding the condition are not available with an inflatable penile prosthesis (ipp). The ipp cylinder was not implanted and a new ipp cylinder was successfully implanted. The patient was stable following the procedure.

Event description:
It was reported that during the revision procedure the physician tried to implant proximal insertion but was unsuccessful due to patient condition, but details regarding the condition are not available with an inflatable penile prosthesis (ipp). The ipp cylinder was not implanted and a new ipp cylinder was successfully implanted. The patient was stable following the procedure.